Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse programmed the tower common computer controller (ccc) to resolve the issue. The system was tested and verified for use. The complaint was confirmed based on the failure analysis. The probable root cause was a communication/configuration error between the ccc and tower (blue fiber port 3), resolved by reprogramming the tower ccc, with no hardware replacement required.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report error 31089 and other communication errors observed on system. Tse walked caller to identify the top right (port 3) was possibly not fully seated. User fully seated and power cycled system with system error during post. Tse walked caller to power off system and move blue fiber cable from port 3 on tower to port 2 on tower. System powered on and completed post with error. Tse walked caller through hard power cycle of system with no change. Customer swapping to a different da vinci to perform case. After call ended system logs now available in lighthouse and error 311 on vsc present in logs and 31089 not observed on any power cycles in lighthouse. The procedure was aborted to another dv system.